Manufacturer narrative:
(B)(4). Date sent: 6/11/2021. D4: batch#: u5ee7l. H6: component code: mechanical(g04), others(g07). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and without reload present. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device opened and closed without any difficulties noted. One possible cause for this condition may be the exposure of cleaning solution. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. According to the information received, the reported event for the device was would not fire, would not reverse button force, difficult to open, hemostasis intervention, cartridge retention. This is an analysis of two photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a white reload fully fired from top view. The second photo shows an echelon flex 35mm device of top view with the bailout lever up and with a reload no loaded fully fired. However, the condition of device cannot be determined. Based on the photos review, the event describe cannot be confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information: nurse mentioned when loading the instrument, it seemed to be loaded fine/correctly and could hear the click when loading it, however noticed when removing reload after using manual override to remove the instrument the reload came out very easy, almost slipped out which should not happen. Also, despite not being able to fire instrument, when looking at reload it looks like it looks like it has been fired as you can see the blue marking after a successful staple. Additional information requested and the following was obtained: during firing on artery, were there any sounds from device noted? Sounds as if there was low battery capacity. Did the device cut and staple? If so, how far? It got stuck. We had to back and cut with the stapling device manually (with the emergency handle on top of the stapler). Is the cartridge in photo the one used on the artery? Yes did the patient undergo any preoperative radiation or chemotherapy? No can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? Yes was the vein divided intra or extra-pericardial? Extra what is the current patient status? Pat feeling well. Small wound from the drainage still treated with antibiotics (prophylactic reason), no fever.

Event description:
It was reported that during a vats lobectomy, surgeon stapled upper pulmonary vein with pvs stapler with vasec35 reload, said worked fine first time. However, when dissecting to mobilize arterial branch, surgeon noticed some oozing in patient, however firstly thought it could be from the specimen to be removed (right upper lobe) to be removed. Due to a noticed venous bleeding, surgeon decided to convert to an open surgery in order to ensure patient safety in case of more bleeding. When transecting arterial branch and using instrument pvs instrument for second time, the instrument was stuck and it didn¿t allow to fire, could not hear sound from the motor and was not firing. Surgeon pressed the reverse button to try and get it back to starting position, in order to open device and start again, tried a few times and when it didn¿t work, they used the manual override and managed to opened device. When removing instrument from patient they noticed heavy bleeding and emergency measures was introduced, another surgeon had to hold compression to stop the bleeding while a third surgeon placed clips, but cracks started to appear and patient started to bleed even more, about 4 liters during this process. Patient had to have a CPR machine connected to save patient and this was done in a non-sterile environment, so this added to the risk of site infection. Patient had to have CPR machine attached due to heavy blood loss and to stabilize patient. After investigating source of bleeding site, they found the bleeding at arterial branch. Once CPR and bleeding were controlled, surgeon went back to proceed with the lobectomy, however proceeded to use covidiens stapler to staple artery as they already had the stapler out and prepared to be used, they used the 60mm size. Patient is now in stable condition and the lobectomy have been completed, but this completed as mentioned with competitor staplers.